Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn called the clinical support specialist (css) about how the battery life is very short on the intra-aortic balloon pump (iabp). The rn stated that when the staff is walking with the patient, the pump would alarm for low battery within the first 5-10 minutes of unplugging. Then, the css advise the rn to charge the pump overnight to see if the battery would charge. The next day the rn called stating that the pump would not hold a charge for no longer than 10-15 minutes. As a result, the rn stated that they will switch the pump out. There was no report of patient complication or serious injury and death.

Event description:
It was reported that the rn called the clinical support specialist (css) about how the battery life is very short on the intra-aortic balloon pump (iabp). The rn stated that when the staff is walking with the patient, the pump would alarm for low battery within the first 5-10 minutes of unplugging. Then, the css advise the rn to charge the pump overnight to see if the battery would charge. The next day the rn called stating that the pump would not hold a charge for no longer than 10-15 minutes. As a result, the rn stated that they will switch the pump out. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "short battery runtime and would not hold the charge" is not confirmed. Although, the root cause of the complaint is undetermined the returned battery passed the battery load test, and also passed visual and functional test specifications. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.